Event description:
It was reported the insulin pump alarmed during prime. Customer's blood glucose was 7.9mmol/l. Customer was doing a set change when the device alarmed and started squirting insulin. Customer was stuck on rewind prime loop. The device alarmed again when attempting to complete prime during troubleshooting. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to faulty force sensor. The device was received with minor scratched display window, cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.